Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a large circumferential split in the catheter tubing approximately five centimeters proximal to the insertion site. No details of the damage can be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, after a few months of implantation, they presented a rupture at 5 cm of the catheter. Some time after implantation (2-3 months), they presented a fracture at 5cm level. Secured with secure-a-cath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, after a few months of implantation, they presented a rupture at 5 cm of the catheter. Some time after implantation (2-3 months), they presented a fracture at 5cm level. Secured with secure-a-cath. No other information was provided.